Event description:
It was reported the customer experienced several no delivery alarms and was hospitalized for diabetic ketoacidosis and high blood glucose. Troubleshooting was performed. The alarm history revealed a number of no delivery alarms. No furhter information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.